Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining a control reading that was above the target control range printed on the vial of test strips. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.